Event description:
It was reported in a journal article that two (2) patients experienced pain following knee arthroplasty. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). Dauwe, j., vandekerckhove, b., bouttelgier, r., holzer, l. A., dauwe, d., vandenneucker, h. (29 jul 2021). Patient-reported outcomes after primary rotating hinge total knee arthroplasty: a multi-centre clinical cohort study. International orthopaedics. 45 (11), 2893-2897. Https://doi.org/10.1007/s00264-021-05162-7. Concomitant devices - unknown nexgen rotating hinge knee femoral component: catalog #: ni, lot #: ni; unknown nexgen rotating hinge knee tibial component: catalog #: ni, lot #: ni; unknown zimmer nexgen rotating hinge knee articular surface: catalog #: ni, lot #: ni; unknown patella: catalog #: ni, lot #: ni. Correspondence author; the article notes that the majority of the procedures were performed at (B)(6) hospital, (B)(6). Report source - foreign: (B)(6). The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2022-00322, 0001822565-2022-00323, 0001822565-2022-00324, 0001822565-2022-00325.

Event description:
It was reported in a journal article that two (2) patients experienced pain following knee arthroplasty. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). Dauwe, j., vandekerckhove, b., bouttelgier, r., holzer, l. A., dauwe, d., vandenneucker, h. (29 jul 2021). Patient-reported outcomes after primary rotating hinge total knee arthroplasty: a multi-centre clinical cohort study. International orthopaedics. 45 (11), 2893-2897. Https://doi.org/10.1007/s00264-021-05162-7. Concomitant devices - unknown nexgen rotating hinge knee femoral component: catalog #: ni, lot #: ni; unknown nexgen rotating hinge knee tibial component: catalog #: ni, lot #: ni; unknown zimmer nexgen rotating hinge knee articular surface: catalog #: ni, lot #: ni; unknown patella: catalog #: ni, lot #: ni. Correspondence author; the article notes that the majority of the procedures were performed at (B)(6) hospital, (B)(6). Report source - foreign: (B)(6). The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2022-00322, 0001822565-2022-00323, 0001822565-2022-00324, 0001822565-2022-00325.